Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the cannula breaking off or pulling out during use. The patient received x-ray scans as a result of the defect in an attempt to locate the embedded cannula. The embedded cannula was not found. The following information was provided by the initial reporter: _ consumer left voicemail stating that she could not get the needle out of the injection site after injection. Consumer also stated that one of the needles broke off in her stomach_ consumer returned call, stated that the needles appear to have burrs on them, making it difficult to remove from the site after the injection. Consumer also reported that one of the needles broke off into the injection site after injection. She stated that she went to the urgent care center and had xrays done but the needle was not found. Consumer also mentioned that she is vision impaired. Lot #: 9303395. Catalog #: 320122. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-04. H6: investigation summary customer returned one (1) used pen needle without a tear drop label attached. Consumer reported that a needle broke off into the patient's injection site and that the needles are burred causing difficulties removing from the insertion site. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was broken. Microscopic examination of the pen needle revealed characteristics such as residual bends on the remaining pe cannula, and ovality (deformation from the normally circular cross section). When viewed together these are all indicators of bending/re-straightening mode of failure. Since the pen needle was returned with a broken pe cannula, it could not be determined whether the cannula point had been burred, nor difficult to remove from the injection site. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (pe cannula broken). Bd was not able to duplicate or confirm the customer¿s indicated failure (npi burred, difficult to remove from site). The possible root cause for this issue (broken pe cannula): user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the remaining pe cannula, and ovality (deformation from the normally circular cross section). When viewed together these are all indicators of bending/re-straightening mode of failure. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the cannula breaking off or pulling out during use. The patient received x-ray scans as a result of the defect in an attempt to locate the embedded cannula. The embedded cannula was not found. The following information was provided by the initial reporter: _ consumer left voicemail stating that she could not get the needle out of the injection site after injection. Consumer also stated that one of the needles broke off in her stomach_ consumer returned call, stated that the needles appear to have burrs on them, making it difficult to remove from the site after the injection. Consumer also reported that one of the needles broke off into the injection site after injection. She stated that she went to the urgent care center and had xrays done but the needle was not found. Consumer also mentioned that she is vision impaired. Lot #: 9303395, catalog #: 320122, date of event: (B)(6) 2020.